Manufacturer narrative:
This report is submitted on august 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to the patient experiencing pain. There are no plans to reimplant the patient as of the date of this report (B)(6) 2017.